Manufacturer narrative:
Continuation of d10: product ID bi71000166 (unknown serial/lot); product type: 3022-door motion (o2) electrical co; implant date n/a; explant date n/a. Kit svc o2 bi71000166 cable door sw assy h3) onsite functional and visual examination was performed by a manufacturer representative. There was a bad door switch. The damaged part was replaced, and the gantry was adjusted. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry doors will not fully close and as a result the system will not allow for a spin. The system may have been run into something while moving it. The silver plate on the gantry is bent, which is preventing the gantry doors from closing fully. There was no patient involvement.